Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose. Their blood glucose was 600 mg/dl and they treated with the insulin pump. The insulin pump will not be returned for analysis.